Event description:
It was reported that a patient underwent an abside down stomach procedure on (B)(6)2023 and suture was used. The suture broke after a stitch after insertion through trocar during extracorporeal knot when the knot pusher is passed over the suture. The cuff stomach inside was sewn. There was no significant delay and no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the lot number: smmqrk; please confirm if there is an issue with the trocar pve35a (lot #: x94n4z)? If yes, please create a product complaint and provide the respective reference number(s). No; to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2023-03659 and 2210968-2023-03661.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/26/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received, however clarification is requested whether the product belongs to this complaint. The following additional information was requested: could you please clarify if product code pf6324e / lot smmqrk or pf6326 / lot smmqrk belongs to this complaint? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03659, 2210968-2023-03660 and 2210968-2023-03661.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received one open box with thirty unopened samples pertain to the product code pf6315h. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03659, and 2210968-2023-03661.